Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was fractured at the proximal edge of the crown, and the distal fractured fragment was not returned. Adhered material was observed on the driveshaft; however, the morphology and exact root cause of the material accumulation was unknown. A guide wire passed through the device, and the device spun on all speeds and functioned as intended. Scanning electron microscopy identified fatigue at the site of the driveshaft fracture. It was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. At the conclusion of device analysis, the reported event of a driveshaft fracture was confirmed. The instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a coronary procedure, the driveshaft of the diamondback coronary orbital atherectomy device (oad) fractured. The 3mm long, concentric severely calcified, 75% stenosed target lesion was located in the proximal left circumflex artery (lcx). It was noted that there was a 90 degree bend at the ostium of the lcx. The lesion was attempted to be treated two times at 80,000 rpms, however, the oad would not cross the lesion on either attempt. After the two attempts, the knob of the oad moved, but the crown of the oad did not move on the wire. It was determined that the driveshaft of the oad had fractured, and the fragment was retrieved using two non-csi guide wires. An attempt to perform angioplasty with an alternate therapy was attempted, however, it was unable to cross the lesion. The procedure was completed with balloon angioplasty. The condition of the patient was good following the procedure.